Event description:
It was reported that following a peripheral vascular procedure through the femoral artery, a 6f celt acd was used in an attempt to close the femoral arteriotomy puncture. All steps during the deployment appeared to be normal. However, on release of the implant the patient experienced a short pain and it was noticed that haemostasis was not achieved at the puncture. Fluoroscopy was performed and it was noted that the implant had migrated down the femoral artery. It was attempted to retrieve the implant by passing a guidewire past the implant and then advancing a pta balloon to the level of the implant. However, the pta balloon appears to have pushed the implant down to the tibial peroneal trunk. A snare was then used to capture the implant and pull it back and release it in the cfa whereby it migrated into the profunda femoral artery. The original puncture site in the cfa continued to bleed and this was treated by means of a covered stent which was placed by means of an up and over approach using a contralateral puncture and sheath placement. The implant remained in the patient. The patient was discharged later that day with no further issues. The investigation was based on the user facility information and testing & evaluation of actual implant. The actual implant was returned for evaluation on 22-sep-2020. Analysis showed no defects on the device. Most probable root cause is determined to be insufficient pull back force exerted on the device prior to the deployment of the proximal wing set.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. A review of the lot record was conducted with no relevant findings. Actual device has being tested this report is the final report being submitted by vasorum unless otherwise requested by FDA. All available information has been placed on file in the customer complaint files of vasorum ltd for appropriate tracking, trending and follow-up.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. A review of the lot record was conducted with no relevant findings. This report is the initial report being submitted by vasorum, follow-up report will be submitted once delivery system is returned for evaluation. All available information has been placed on file in the customer complaint files of vasorum ltd for appropriate tracking, trending and follow-up.

Event description:
It was reported that following a peripheral vascular procedure through the femoral artery, a 6f celt acd was used in an attempt to close the femoral arteriotomy puncture. All steps during the deployment appeared to be normal. However, on release of the implant the patient experienced a short pain and it was noticed that haemostasis was not achieved at the puncture. Fluoroscopy was performed and it was noted that the implant had migrated down the femoral artery. It was attempted to retrieve the implant by passing a guidewire past the implant and then advancing a pta balloon to the level of the implant. However, the pta balloon appears to have pushed the implant down to the tibial peroneal trunk. A snare was then used to capture the implant and pull it back and release it in the cfa whereby it migrated into the profunda femoral artery. The original puncture site in the cfa continued to bleed and this was treated by means of a covered stent which was placed by means of an up and over approach using a contralateral puncture and sheath placement. The implant remained in the patient. The patient was discharged later that day with no further issues.